Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer declined physio's device repair offer and it was returned in the observed condition. Hence, a conclusive cause of the malfunction could not be determined.

Event description:
During a daily inspection, the customer reported that the device would not boot up. There was no patient use associated with the event.